Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that contralateral access was gained for a lower leg angiogram. At the end of the procedure, the user attempted to remove the sheath to close the right common femoral vessel. The dilator was placed back in the sheath and the sheath fractured; a fragment remained in the patient. The fragment was retrieved using a balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient experienced additional pain due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. One flexor introducer sheath was returned for investigation. No damage was noted to the dilator/hub. The coil wire which was exposed past the external coating is 1.7 cm. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications.review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.